Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 15mm masters series hemodynamic plus valve was implanted. On (B)(6) 2016, the patient became febrile and cultures were collected and the patient was treated for endocarditis. The patient was prescribed gentamycin and unasyn. On (B)(6) 2016, gentamycin and unasyn were scheduled to be discontinued and the patient was started on ampicillin. The patient was never discharged from the hospital. On an unknown date the patient expired. Additional information was requested but cannot by obtained.